Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient stated the lifevest was cutting into her skin and caused bleeding. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.